Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in 2008. Should additional info become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.

Event description:
It was reported that the pt is a female who has had progressively worsening right hip pain, status post total hip arthroplasty, which has become resistant to conservative measures. She had a total hip arthroplasty performed last fall, and did well briefly and then has had persistent groin pain since and has felt potentially to have a loose acetabular component. The following is from the operative report: postoperative diagnosis: likely loose right acetabular component. Procedure performed: revision right total hip arthroplasty with exchange of acetabular component and femoral head.